Event description:
Additional information received from a healthcare provider (hcp) reported that the doctor's progress notes did not specifically address the impedance issue. However, the patient's voltage was increased from 0.25 to 1.00. It was noted the pain issue had been resolved.

Event description:
Additional information received reported the patient was being seen for increased facial pain. The patient had the device implant for motor cortex. The last documented programming, which was approximately 1.5 months prior to this report, was set to 1.0v. When the device was interrogated, the patient was on 0.25v. An estimated longevity calculation was performed: 1.0v/150pw/35hz. Therapy impedance: >4k ohms and <(><<)>15ua. Electrode programmed: 1-2+ estimated longevity: >120 months the ins battery voltage was ok and >120 months. The patient had two previous MRI scans done. It was unknown how the MRI went for the patient. The patient's setting was too low from previously documented record. The amplitude was going to be increased back to 1.0v. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3986a, lot# lc1544, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient had a return of facial pain about two months prior to the report. The patient would turn their stimulation on and the pain would go away. The 2 months prior to the report they would turn the stimulation on and the pain would not go away. Impedance testing was done and the therapy impedance was >4,000 ohms with the current being <(><<)>15 milliamps. The electrode impedance results were: 0 <(>&<)> c: ??? Ohms 1 <(>&<)> c: 1611 ohms 2 <(>&<)> c: 945 ohms 3 <(>&<)> c: 1039 ohms 0 <(>&<)> 1: 3107 ohms 0 <(>&<)> 2: 2786 ohms 0 <(>&<)> 3: 3107 ohms 1 <(>&<)> 2: ??? Ohms 1 <(>&<)> 3: 2124 ohms 2 <(>&<)> 3: ??? Ohms the active electrodes were 1-, 2+ at 0.25v with a pulse width of 150 microseconds and a rate of 35 hertz. The patient programmer battery light was flashing. The patient met with a manufacturer representative and they tried to get communication with the programmer but it would not communicate with the implantable neurostimulator (ins). The programmer was reset and it beeped. The programmer was able to communicate with the ins but the button to turn stimulation on did not work. The patient was not able to turn on their implant. The cause of the high impedance was not determined but may have been due to a motor cortex stimulator. No lead fractures were noted and no reprogramming was done. No additional troubleshooting was done except for the patient's programmer being sent to repair. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.